Event description:
The account alleged the nurse call button is not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the side com power control board assembly to resolve the issue.